Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. According to investigation result, we assumed that the foreign materials were not produced by corrosion. In addition, from a survey of similar complaints, it is presumed that inappropriate reprocessing by the user resulted in remaining foreign materials around and under the forceps elevator. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4)for evaluation. Omsi checked the subject device and found that the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed that during the annual inspection at the service department of olympus (B)(4), it was found that the foreign material around forceps elevator and under forceps elevator. There was no report of patient injury associated with the event.